Manufacturer narrative:
Concomitant medical product: product ID: 977a275, serial# (B)(4), explanted: (B)(6) 2016. Product type: lead. (B)(4).

Event description:
Information was received (via a manufacturer representative) from a healthcare professional. In (B)(6) 2015, the patient complained that her stimulation had changed and that she did not feel the stimulation. An impedance check was done and it was above 10,000 ohms. The battery was at the end of life. The battery was replaced on (B)(6) 2016 and, when testing in theatre, the impedance was inconsistent when tested with the trailing cable as well as in the battery. The patient was closed due to not having authorization. Once authorization was done, the leads were replaced. This occurred on (B)(6) 2016. All impedances were within range. The issue was resolved and the patient was alive with no injury at the time of the report.